Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that fifteen days following the implant of this transcatheter bioprosthetic valve, an echocardiogram showed severe paravalvular leak (pvl) around the valve. A transesophageal echocardiogram (tee) and fluoroscopy confirmed the valve had migrated deeper into the left ventricular outflow tract (lvot). Upon angiogram inspection, the valve was about 15-20 mm deep into the lvot. A second valve was implanted at 13 mm on the non-coronary cusp and 13 mm left coronary cusp reducing the pvl. No additional adverse patient effects were reported.